Event description:
A revision surgery has occurred.

Manufacturer narrative:
Additional/corrected information received on oct 2, 2022.

Event description:
A revision surgery was conducted with no alleged deficiency in any paragon 28 product and potential patient non-compliance noted.